Event description:
Customer reported that t:slim x2 pump battery would not charge, and the screen remained dark and unresponsive. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.